Event description:
While being used in the ICU, two fractures occurred in the transducer tubing. The a-line tubing broke off at the bottom of the stopcock beneath the transducer. The cvp tubing also broke off at the distal connection where the tubing connects to the cvp port. When discovered by nurses, blood was backed up all the way to the transducer. This was found before harming the pt. Blood exposure occurred to employee. All tubing with this lot # pulled from stock. When a second transducer tube was pulled for inspection, the breaks occurred in the same place (same lot #).